Event description:
It was reported that the patient experienced frequent and distressing low glucose events shortly after initiating insulin pump therapy, which she attributed to aggressive pump settings during a period of postoperative recovery; she paused pump use but expressed willingness to retry when more recovered. Symptoms included hypoglycemia with associated anxiety. Outcomes included discontinuation of pump use without hospitalization. Investigation included follow-up outreach and education, with a voicemail left when the patient was unreachable. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.